Event description:
Bird vip gold ventilator: place pediatric sensor inline. Select siuv/CPAP/ps option and select volume, pressure control or vaps. Press insp/exp hold, then press insp/hold and "comp". Simultaneously and the ventilator ceases to cycle or deliver breaths for 20-25 seconds. This also works in assist control - volume, pressure control and vaps. A ventilator that holds on inspiratory or expiratory pause for 25 secs, locking the pt out is not safe. They could not duplicate this with the infant sensor in place. They could duplicate it with pressure and flow selection using the pediatric sensor.